Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that patient's device "doesn't do any good" and had not for quite some time. No matter what the setting was, the device did not take care of the pain. An exact date of when the issue started was not provided. It was reported that the device never really worked right; instead of "working in the back" it was down in patient's legs no matter what the settings were. It was further reported that the device first worked to a certain degree. Information regarding device removal was also requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. Patient repeated the already provided information and stated that the device had not worked in a couple years but they kept charging so they could periodically try it. Patient asked again about device removal and said the doctors do not take his insurance. On (B)(6) 2017, patient called back and said he still could not find a hcp to remove his device. Patient inquired if it was safe for ins to stay inside without being used. Patient was redirected to seek hcp's advice. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
Additional information received suggests the event is now reportable for serious injury with intervention required. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient turned his device off because it was only working on his lower leg instead of including his back. Patient confirmed his scs was no longer in use. It was reported the device was explanted. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they stopped charging their device over a year ago because it wasn't working. They noted that they had the device reprogrammed multiple times, which never resolved the issue. The patient stated that the device was implanted for their lower lumber, but the only place they ever felt stimulation was in their calves. They indicated that they were going to have the device removed, but it is not scheduled yet. It was reviewed that the patient should discuss having the device removed with their physician and call to update their registration once the device is removed. No further complications were reported or anticipated.